Event description:
During harvest of split thickness skin graft of the left thigh, the dermatome was not moving smoothly across the skin surface, resulting in a graft that was of uneven thickness with areas of no skin. The skin graft was only partially usable and a second graft had to be harvested using a different dermatome.====================== manufacturer response for dermatome, zimmer air dermatome======================we have not received a response yet.==== reporter response ========answers were provided in a phone conversation with the reporter on (B) (6). They reporter indicated they sterilize the dermatome and they do not believe this affected the functioning of the device. They believe there was something wrong with the device. The blade used on the device was a zimmer blade. No information was given as to when was the last preventive maintenance and calibration performed. The speed cutting action did not diminish. There was no problem with the cut thickness adjuster. Their standard practice is to lubricate the blades and the tissue sample prior to grafting. They did not have difficulties holding or controlling the device. They reporter agreed the responses may be included on the event description.

Event description:
During harvest of split thickness skin graft of the left thigh, the dermatome was not moving smoothly across the skin surface, resulting in a graft that was of uneven thickness with areas of no skin. The skin graft was only partially usable and a second graft had to be harvested using a different dermatome.====================== manufacturer response for dermatome, zimmer air dermatome======================we have not received a response yet.==== reporter response ========answers were provided in a phone conversation with the reporter on 03/30/2011. They reporter indicated they sterilize the dermatome and they do not believe this affected the functioning of the device. They believe there was something wrong with the device. The blade used on the device was a zimmer blade. No information was given as to when was the last preventive maintenance and calibration performed. The speed cutting action did not diminish. There was no problem with the cut thickness adjuster. Their standard practice is to lubricate the blades and the tissue sample prior to grafting. They did not have difficulties holding or controlling the device. They reporter agreed the responses may be included on the event description.